Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-03925). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an alert for eri was noted. Session record revealed the battery voltage dropped since february. The device was explanted. The patient condition is good.